Event description:
It was reported that the patient experienced a loss of left ventricular assist device (lvad) communication. Log file analysis revealed a communication fault on (B)(6) 2021. Shortly after, a loss of lvad communication alarm was recorded. Meanwhile, log file data indicated that the lvad was still consuming power from it's power source. The green pump running led remained lit. Auscultation was also performed and bodily noises were unable to be distinguished indicating that the lvad was still generating noise, thus implying that the pump was on. It was additionally reported on 23 dec 2021 that all analyzed log file parameters including average flow, average pulsatility index (pi), and power values were all within expected range while connected to (B)(4). The controller had been exchanged on (B)(6) 2021, resulting in the alarms having disappeared. A computed tomography angiography (cta) was also performed without any evidence of thrombus. The patient was reportedly discharged on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller (serial number: (B)(6)) was returned for evaluation following the reported event of a communication fault alarm. The communication fault alarm is addressed via the pump investigation. The submitted log file and the log file downloaded from the returned controller contained data spanning 5 days combined ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). A loss of left ventricular assist device (lvad) communication alarm (communication fault) activated at 17:07:53 on (B)(6) 2021 due to com_a and com_b faults; the loss of lvad communication resulted in the log file being unable to capture pump speed, flow, pi, and other pump information. The log file captured the pump operating above the low speed limit prior to the loss of communication with the lvad. The driveline was disconnected on (B)(6) 2021 at 1:25:50 to exchange the system controller. A tear in the outer jacket of the white power cable and fluid ingress in the power cable was found during evaluation. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event could not be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6), was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the communication fault, low voltage advisory, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the green pump running symbol on the system controller being on despite the pump being off was not confirmed. The submitted log file and the log file downloaded from the returned controller contained data spanning 5 days combined (18dec2021 ¿ 23dec2021 per the timestamp). A loss of lvad comm alarm (communication fault) activated at 17:07:53 on 22dec2021 due to com_a and com_b faults; the loss of lvad communication resulted in the log file being unable to capture pump speed, flow, pi, and other pump information. The log file captured the pump operating above the low speed limit prior to the loss of communication with the lvad. Upon loss of communication with the lvad, it can no longer be conclusively determined if the pump was running. It was reported that auscultation was done, but sounds indicating the pump was running could not be heard. Due to the loss of lvad communication, the reported system stop cannot be identified or confirmed via the log file analysis. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Additional information provided stated that the loss of lvad communication alarm was resolved by exchanging the system controller. No further issues were reported after the controller exchange. The root cause of the reported event could not be conclusively determined through this analysis. Although not confirmed, the reported event is consistent with a known issue of the pump running symbol staying on when the pump has stopped. This issue has been addressed via a corrective action/preventative action (CAPA). The system controller associated with this event was manufactured prior to the implementation of the CAPA. Heartmate 3 patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the communication fault, low voltage advisory, and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 01mar2020. No further information was provided. The manufacturer is closing the file on this event.